Event description:
Customer's father reported via phone, customer was having issues with air bubbles. Customer stated when through many reservoir, was sent some and was told to call back to perform troubleshooting. Last two weeks customer's blood glucose has been in the 400 to 500 mg/dl range. Customer was hospitalized due to high blood glucose of 505 mg/d and she was throwing up. Air bubbles were noted in the reservoir and no leaks were found. Customer's father was advised the reservoir need to be returned for further analysis. Customer's father is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.